Event description:
The customer reported clicking sounds when system was turned on and boot up failure. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced. The system was then found to be working as intended.